Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-09, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. Information reported the patient had a procedure on (B)(6) 2019 to replace an intrathecal baclofen pump generator and reservoir because it was near it's end of life (eol). The patient was brought into the operating theater. The patient was placed under laryngeal mask anesthesia, laced in a supine position. All pressure points were padded well. Arms and legs positioned in a neutral position and well-padded. Fluoroscopy was brought in to confirm the intrathecal catheter position in the mid-cervical region. The right side of his abdominal region was cleaned with chlorhexidine and isopropyl alcohol. An incision mark was made over his current well-healed incision with a sterile marker. The areas were prepped and draped in a standard fashion. A timeout was taken. The incision was injected with local anesthetic and after given ample time to take effect, the incision was opened with a #10 blade followed by the use of the bovie cautery to continue the incision through the dermis and subcutaneous tissue down to the level of the reservoir pump or biologically scarred pocket. The organic pocket that has the generator and reservoir was then opened with a bovie cautery and there was some immediate egress of clear fluid, indicating either spinal fluid or medication from his recent reservoir fill, which further open and all retention sutures were removed and the pump/reservoir was removed. Upon loosening of the pump, the thicker pump connection catheter as well as subsequent connection to the intrathecal catheter. We can identify an egress of spinal fluid out from the catheter side of the connectors. There also appeared to be some scar tissue partial occlusion of the larger catheter where it was adhered of underneath one of the permanent sutures originally used to secure the reservoir generator. The pump catheter was removed from the old system and we performed a medication transferred to the new intrathecal pain pump in a standard manner and upon analyzing the catheter to be taken to the catheter connection, there appeared to be a breach in the intrathecal catheter proximal tip where there was the egress of spinal fluid. At this point in time, the small area of the catheter was trimmed off and we placed the new catheter to a larger catheter connection system. It was secured and locked in the standard manner with the associated locking sheath. The new pump catheter section had also been trimmed to minimize the excessive volume of the catheter and we confirmed adequate and brisk flow of spinal fluid. It was then connected securely to the new intrathecal pain pump, tested mechanically and the pain to be performed aspiration to clear the catheter of saline and there appeared to be good overall csf flow. At this point in time, the area was copiously irrigated with antibiotics saline. There were some significant calcification along the bio-membran e of the old catheter region and where this was quite loose. It was removed down to more healthy tissue. As this was felt to represent an infection risk was an issue in regard to access the system itself. The wound was closed with a combination of 2-0 and 3-0 I interrupted vicryl sutures, followed by a running 3-0 nylon and dermabond. The wound was cleaned and dressed in the standard fashion. The patient was extubated and taken to the recovery room in stable fashion.

Event description:
Additional information received from a healthcare professional (hcp) reported the removed devices will not be returnedfor analysis as the hospital does not allow it. The patient's height was 62 inches, weight was 97 pounds, pulse was 81, and blood pressure was 101/69. It was noted that the intrathecal baclofen pump for spasticity had an upcoming battery end-of-life warning in september 2019. It was noted that the patient has a history of dystonic quadriparetic cerebral palsy and is in a wheelchair. It was noted the patient had excellent improvement from their spasticity with the intrathecal baclofen pump. The patient has a past medical history of anxiety, chronic back pain, and seizures. The past medical surgery included hip surgery, selective percutaneous myofascial lengthening, baclofen pain pump, hernia repair, g-tube placement and removal, nissen fundoplication, and tonsillectomy. It was noted they discussed the process of replacing the intrathecal baclofen pump generator/reservoir. They discussed the risks, benefits, convales cence and postoperative expectations. The patient currently has a 20cc reservoir and they will plan on replacing their current reservoir and generator with the same size system. It was noted that the catheter was functioning well by history and there was no absolute indication for replacement unless there was found to be some issue intraoperatively. At this time, they were to proceed with replacement. Medications included sertraline hcl 25 mg oral tablet, trileptal 300mg/5ml oral suspension, and metronidazole 500mg oral tablet. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated that the cause of the catheter leak was un determined. The hcp assumed it was wear and tear as the catheter was leaking at the connector site. No further complications were reported.